Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-apr-2019 with the following findings: during investigation, there was no evidence of a short battery life in pump histories. The pump electrical current draws were tested and were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was shorter than usual. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.